Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing yeast infection was exacerbated under the lifevest equipment. Patient described the area as bleeding under the garment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed bacitracin for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.